Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted e3 ¿ occupation. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: impact, dropping, shock or similar stress. ¿ the event can be detected/prevented by following the instructions for use which state: chapter 4.1 inspection and testing, ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a broken ceramic head. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.